Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: laparoscopic hemicolectomy. Laparoscopic hemicolectomy proceeded to open. This was an emergent case. The ea010 was turned on and worked without issue. The surgeon complained that the device did not create a proper seal. She activated the device by hitting the fuse button, but no permanent seal. Upon transection, there was a lot of bleeding. No patient injury. Surgeon completed the case by switching over to competitor product. The physician has been extremely difficult to work with and is not responding to any questions. Device is not available for return. If you recall, dr. Recently came back from maternity leave and complained to materials management that the device absolutely did not seal for an emergent case recently with various alarms and incomplete seals. Efforts to gather information and work with her to further inservice and such were unsuccessful. She is now using the competitor product again and will not engage me in any further discussion about voyant and says it doesn't work. At first, I blamed this on possible lack of voyant training/inservices as she was absent for the evaluation and had avoided all efforts to inservice at preview week. After this event yesterday, I believe there is a chance this may have been the problem for her particular case as well." Additional information was received via telephone on 11mar2019 at 1:34pm from applied medical acct. Mgr. The surgeon provided minimal information to the rep. The rep spoke with the tech and obtained most of the information. The surgeon stated she could not get hemostasis. The case was converted to open and the patient is fine. The surgeon was initially on leave and information was very limited until several weeks after the event. The rep was aware on 21jan2019. Patient status: patient is fine. Intervention: the case was converted to open. Surgeon completed the case by switching over to competitor product.

Event description:
Procedure performed: laparoscopic hemicolectomy. Laparoscopic hemicolectomy proceeded to open. This was an emergent case. The ea010 was turned on and worked without issue. The surgeon complained that the device did not create a proper seal. She activated the device by hitting the fuse button, but no permanent seal. Upon transection, there was a lot of bleeding. No patient injury. Surgeon completed the case by switching over to competitor product. The physician has been extremely difficult to work with and is not responding to any questions. Device is not available for return. If you recall, dr. Recently came back from maternity leave and complained to materials management that the device absolutely did not seal for an emergent case recently with various alarms and incomplete seals. Efforts to gather information and work with her to further inservice and such were unsuccessful. She is now using the competitor productagain and will not engage me in any further discussion about voyant and says it doesn't work. At first, I blamed tis on possible lack of voyant training/inservices as she was a absent for the evaluation and had avoided all efforts to inservice at preview week. After this event yesterday, I believe there is a chance this may have been the problem for her particular case as well." Additional information was received via telephone on 11mar2019 at 1:34pm from applied medical acct. Mgr. The surgeon provided minimal information to the rep. The rep spoke with the tech and obtained most of the information. The surgeon stated she could not get hemostasis. The case was converted to open and the patient is fine. The surgeon was initially on leave and information was very limited until several weeks after the event. The rep was aware on 21jan2019. Patient status: patient is fine. Intervention: the case was converted to open. Surgeon completed the case by switching over to competitor product.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.